Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced hyperglycemia due to a leakage iisue event on (B)(6) 2026. The infusion set was leaking at the insertion site, and the blood glucose level was high and the patient was treated with manual injection. The infusion set had been in use for one day. No further information available.